Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial damage to the driveline pump cable was confirmed through the evaluation of the submitted photos. The decision was made to monitor at the time. The patient was educated to call for any changes. The patient was stable, and the pump was operating as intended. No log files were sent for review. The patient remains ongoing on heartmate 3 lvas. No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 6 of the IFU (under "caring for the driveline") also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 4 of the patient handbook, ¿living with the heartmate iii¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 of the patient handbook also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") and section 6 of the patient handbook, ¿caring for the equipment¿ state, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a history of a "bubble" in the driveline. Tape was applied and the driveline was monitored. On (B)(6) 2023, the patient presented to clinic noting further damage over the holiday weekend that was re-taped by the patient's own electrical tape. The damage was noted to be complete circumferential severing of the external coating and partial severing of the next layer. The layer beyond that seemed visually intact and appeared intact on imaging. An external driveline repair was considered. The patient was reported as stable, with the pump operating as intended.